Event description:
Image from endoscope did not display on the monitor properly during a heart surgery causing the surgeon to open the pt and take the vein instead of harvesting the vein laparoscopically.